Event description:
The customer reported that the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced multiple printed circuit boards, replaced the hard drive and loaded new system software. The system was tested and found to be working as intended and put back in service.